Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported step 16 continuation not fitting right and causing discomfort. A letter was received by the patient's doctor indicating that a temporary crown was placed on tooth #14 and a mesial occlusal (mo) placed on tooth #31. The trays provided by the patient fit both arches over those teeth. The anterior teeth are not fully seated. The patient can continue with clear aligner therapy if tooth #14 is not being moved.